Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and a failed battery test. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was sent a new battery cap to help resolve the issue. Customer commented that when removing set saw they were low on insulin so also suggested rewinding and starting a new infusion set. The insulin pump will not be returned for analysis.